Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the instructions for use (IFU), the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: revision of previously placed stent grafts

Event description:
On (B)(6) 2017, this patient underwent reintervention of a previous endovascular repair for an abdominal aortic aneurysm with medtronic endurant® stent grafts. Follow up examination showed enlargement of both common iliac arteries and the right internal internal iliac artery (riia) was coil embolized. A gore® contralateral leg component was then advanced and deployed in the right common iliac artery (rcia) with coverage extending into the right external iliac artery (reia), covering the riia. When a balloon catheter was inserted into the patient it was noted that the proximal portion of the delivery catheter and leading olive had broken off and remained in the patient. The separated portion was successfully removed from the patient with a snare catheter. A gore® aortic extender component was then placed in the left common iliac artery (lcia). The patient tolerated the procedure with good results. It was reported that there had been no difficulty advancing or manipulating the catheter when advancing the contralateral leg component.